Manufacturer narrative:
Batch record review results: lot 0j02115 was manufactured on 09/25/2020 in the ats #2 manufacturing line, with a total of (B)(4) mkus. On 22/sep/2021, a batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1703895 and manufacturing order 1544756. The testing results were found satisfactory. Therefore, no discrepancy related to this issue were found within the documentation. In addition, bulk lots 0h02836, 0h01973 & 0j00397 sap material 1220483, manufactured in delta crusader line were reviewed and no issues found. Furthermore, bulk lots 0h00144, 0g00611, sap material 1220482, manufactured in elc #6, were reviewed and no problems related to the failure mode were found. On 22/sep/2021, a complaint search for lot 0j02115 and malfunction code ost-pmc01.05 skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed and this case is considered an isolated incident. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user reported that seventeen wafers from two market units with the same lot number were less pliable. This made it difficult to mold, conform to size or shape of stoma and adhere to body. He believed this issue partially caused decrease in wear time from 3-4 days to 1-2 days. The end user experienced red, sore skin caused by changing more often. He self-treated with ostomy powder and barrier wipes as needed. The end user continued to use the product. No photo is available at this time.